Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: the initial emdr with manufacturing report number (1000317571-2025-00144), was submitted on 11-dec-2025. However, initial emdrs with manufacturing report numbers (1000317571-2025-00146 and 1000317571-2025-00147) already been submitted for the same issue "difficult to remove dressing". Therefore, this case is considered as duplicate report. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Third party manufacturing site: 1309069.

Event description:
The company representative reported that the unknown number of foam dressings from unknown number of market units (mkus), had aggressive adhesive issue which led to deroofing of patients' intact skin on various areas of their body. She mentioned that the facility used a skin barrier wipe but brand unknown and also shared that company's unknown foam dressing should not be used with barrier wipe. She did not know how long dressings were in place and if any adhesive removers were used. The product was used. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The complainant only stated that convafoam border dressings which were too aggressive because it was deroofing patients' intact skin on various areas of their body. Although convafoam border dressings product is entered, the customer was unable to provide the exact icc (product reference code). Therefore, the nearest model number has been captured. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1309069.